Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not working." During troubleshooting with tandem's customer technical support (cts), review of the pump history showed no alerts or alarms. Cts assisted the customer with completing the load process and resuming insulin. The customer's blood glucose was 209 mg/dl. The customer declined to upload the pump data logs for review with cts and maintained the pump was not working correctly.